Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Proper protocol bandaging was followed for the MRI. The surgeon reportedly used the same magnet during repositioning surgery. The recipient's medical issue has resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
On (B)(6) 2020, the recipient reportedly experienced a displaced magnet after a MRI examination. On (B)(6) 2020, the recipient underwent surgery to reposition the magnet. The recipient is wearing the device.